Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged. It was confirmed that the charging supplies were able to successfully charge another device. Subsequently, the pump shut off due to insufficient power. The pump was left charging for a full day however, was unable to be turned back on. Customer stated blood glucose level was not impacted as they had began using manual injections as insulin therapy. Reportedly, the customer will continue to use manual injections to manage blood glucose level.